Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection found cuts in the insulation, and blood had entered the lead at these sites. Due to the characteristics of the defect manifestation, it is probable that the cuts were made during the explantation process. Despite extensive analysis of the lead, no other deviations that could be related to the clinical complaint were found. In particular, the measurement values of the electrical analysis were within the technical specification. The performed screw tests were also unable to detect any anomalies. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that oversensing and excessively high impedances of >3000 ohm were detected one month after the implant. No deterioration of the patient's state of health was reported. The lead was returned for analysis.